Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported via medwatch report 2600320000-2018-8139 that during an acl (anterior cruciate ligament) procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported via medwatch report (B)(4) that during an acl (anterior cruciate ligament) procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.